Event description:
It was observed during the device evaluation, the bending section was missing from the uretero-reno fiberscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause and probable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: this supplemental was to add new information: manufacturing date.

Event description:
No additional information received from customer.